Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received an adc freestyle libre sensor reading of 120 mg/dl and experienced a seizure and a loss of consciousness. Paramedics were called and upon their arrival, a reading of 40 mg/dl was obtained on the paramedic meter. Customer was treated on site with "5 vials of glucose" via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 and all glucose counts were within specifications. Sensor plug assembly was removed and visually inspected and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed. This also serves as a correction report. (Suspect medical device) name was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer's mother reported the customer received an adc freestyle libre sensor reading of 120 mg/dl and experienced a seizure and a loss of consciousness. Paramedics were called and upon their arrival, a reading of 40 mg/dl was obtained on the paramedic meter. Customer was treated on site with "5 vials of glucose" via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.